Event description:
It was reported that the patient is very dissatisfied with his vns. States that he is still hoarse and wants the vns removed. Patient reported that he is hoarse all of the time. From the date of surgery his hoarseness was at a level 10, now it's at a level 8. He has not had any interventions with an ent physician. The nurse practitioner stated that the problem is with the patient, not vns.